Event description:
Baxter, "providence iodine leaked from the connection between a transfer set and minicap. The set was in use for 41 days". There was no patient injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for analysis.